Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report her (B)(6) not receiving data on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.